Manufacturer narrative:
Additional information received on 31 may 2017 and includes: head was replaced. On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery 1 year after primary cementless tha. Radiographic images provided show the presence of radiolucent lines in griuen zones 5 to 7, but it can also be assumed that the stem subsided from its initial position, possibly due to slight undersizing or other causes that prevented initial stability to be obtained. Batch review performed on 26 june 2017. (B)(4).

Event description:
The patient was revised for pain in the leg due to the stem loosening.